Event description:
It was reported that lead dislodgement resulted in exit block and several vf episodes. During a reposition attempt, the helix would not extend. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.